Event description:
The pump was returned for investigation. Investigation revealed battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there is a cracked visible at the top of battery compartment and near the pump case seal. The keypad was worn. The display lens was found to be scratched. (B)(6).